Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. A visual inspection was conducted. No evident visual defects. An image quality inspection was performed with an endoscopic video imaging system using the reported dissection tip on the reference endoscope. Blurry spots were evident. Shavings were observed inside the dissection tip resulting in impaired and blurry image. Based on the results of the evaluation, the reported failure mode "poor quality image" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro conical tip had chips in the plastic affecting vision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro conical tip had chips in the plastic affecting vision. A replacement device was used to complete the procedure. The hospital did not report any patient effects.